Event description:
The customer reported less than two (2) milliliters of diluent and clenz cleaning solution leaked on the y-fitting and tubing involving the coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. Beckman coulter customer technical support (cts) assisted the customer in replacing the tubing, with a hole, at the y-fitting and resolved the fluid leak issue. The customer has an exposure control plan at the facility.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).